Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer believed that her insulin pump was not communicating with her meter. Her blood glucose was 158 mg/dl at the time of reporting. She also reported a scratch on her lcd screen. She plans to call back when she has more time to troubleshoot. No equipment was returned. No additional information was reported.